Event description:
A consumer reported that their stimulation had stopped and they really needed to charge. It was noted that the patient was in a lot of pain. These issues started around (B)(6) 2016. The patient also noted having fallen about 3 months prior to the report. The patient was implanted for spinal pain and complex regional pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.